Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed due to defective printed circuit boards (pcb). It was also noted minor cracks on the bezel. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during an unspecified procedure, they heard a pop followed by a burnt smell and unplugged their high definition lcd monitor. The customer also confirmed no anomalies were noted during preparation for usage. The monitor was switched out with a similar device from their portable cart. There was a five minute delay, however; no death, harm or injuries were associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed the device would not power on due to a faulty printed circuit board. The specific root cause of the faulty printed circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.